Event description:
On 5/6/98; the fisher & paykel healthcare model mr 730 respiratory heater/humidifier with reservoir and neonatal heated circuit caught fire. The unit was set up and turned on to warm up for a pending case. The temperature was set at 36.75 degrees celcius and oxygen flow was reported to be 1 liter per minute. The room was left empty for approximately 10 minutes. Upon return, the nurse discovered the fire. The oxygen was turned off and the unit was unplugged. The flames were limited to the oxygen flow meter. These were extinguished with a fire extinguisher. No damage occurred to the hospital structure and no person was injured.